Event description:
It was reported that the battery leaked. The equipment was removed from service, and a replacement was sent. No reports of patient injury are associated with this event.

Manufacturer narrative:
This reports is filed on (B)(4), 2014.